Event description:
It was reported that the tip of the driver sheared off during the final tightening of the set screw. All pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination reveal approximately ~3mm of the tip has broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. There is a slight angle to the overall break indicating that the drive may have been slightly off axis during the tightening. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.